Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care professional (hcp) asked for the battery longevity of this pacemaker as the threshold of the right ventricular (rv) lead was consistently increasing. Due to increased threshold, the output of this pacemaker was increased which possibly lead to a decrease in battery longevity. Boston scientific technical services (ts) discussed remaining time to end of life (eol) and schedule for device change out. As of the moment, the pacemaker remains in service. No adverse patient effects were reported.

Event description:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.